Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced an infusion set fell off on (B)(6) 2026 which led to high blood glucose and diabetes keto acidosis. For further treatment patient was admitted to hospital. The length of hospitalization was less than twenty four hours. The blood glucose level was 751 mg/dl at the time of event. The treatment patient got at the time of hospitalization was inter venous fluids. The symptoms patient reported at the time of event was stomach pain, nausea and urination.